Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer tried to remove the reservoir and noticed insulin in the reservoir compartment. Customer's blood glucose was 23.6 mmol/l. Customer attached the plunger to the reservoir and stated that the insulin does come out from there. Customer was advised to remain disconnected. Customer stated that the leaking appears to happen at the top of the reservoir where it joins the infusion set. The o-ring on the pump is not missing or cracked. Customer ran the self-test and the displacement test and it passed. Customer was advised to change the reservoir and infusion set. Customer agreed to have the pump replaced.